Event description:
It was reported that the patient's ins was getting close to routine replacement; however an impedance test showed impedance values over 4 ,000 ohms on certain contacts. The patient was still feeling stimulation. Two weeks later and end-of service (eos) message was reported. It was reported that the ins appeared to be functioning normally prior to the eos, but it was also reported that the patient stopped feeling stimulation two weeks ago, and impedance values over 4 ,000 ohms were seen on all bipolar and unipolar pairs except 0/1 (1,519 ohms), 2/3 (2,023 ohms) and 1/2 ( ??? Ohms). The patient was reprogrammed on just 0/1 and 2/3, but the patient felt no stimulation up to 10.5v. The patient's entire system was fully explanted and replaced. Following the replacement the patient seemed to be doing well and was feeling stimulation again.

Manufacturer narrative:
Product ID 7495-51, lot# serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2012, product type extension product ID 7434-e, lot# serial# (B)(4), product type programmer, patient product ID 3587a, lot# l41128, serial# implanted: (B)(6) 1996, explanted: (B)(6) 2012, product type lead. (B)(4).